Manufacturer narrative:
MFR received date: 03 sep 2019. This customer complaint was caused by an out of spec air flow sensor u1. Replacement of u1 corrected this failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator's power switch light emitting diode (led) had illumination failure and flow sensor assembly also failed during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10july2019. The support service confirmed both power switch led and flow sensor assembly had failed and replaced the power switch overlay and the flow sensor assembly to addressed the issue. Performed periodic preventive maintenance. No other abnormalities were confirmed.

Event description:
It was reported that the ventilator's power switch light emitting diode (led) had illumination failure and flow sensor assembly also failed during preventative maintenance. There was no patient involvement.